Event description:
It was reported that the patient underwent heart transplant on (B)(6) 2023. After transplant, it was noted that the outflow graft of the right ventricular assist device (rvad) was kinked.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the returned evaluation of the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4) could not confirm the reported event of outflow graft kinking. Additionally, a specific cause for the reported event could not be conclusively determined through this investigation. (B)(6) was returned fixed and assembled with the pump cable severed approximately 7 inches from the pump header. The distal end of the pump cable, and the modular cable were not returned with the device. Approximately 7 inches of the sealed outflow graft was returned properly attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was not returned with the device. The sealed outflow graft was severed approximately 7 inches from its hardware. Upon removal of the bend relief, the graft material was free of distortion such as twists or kinks. The textured surface of the graft attachment revealed no evidence of developed or adhered thrombus formations. The o-ring in the graft attachment was present and seated properly. The lumen of the sealed outflow graft revealed no evidence of developed or adhered depositions or thrombus formations upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. The device was cleaned, rebuilt, and functionally tested under loaded conditions. The pump was connected to and operated on an hm3 functional tester and hm3 lvad calibration and functional test procedure. The retrieved data showed normal pump power consumption and flow estimation that was within manufacturing specification. The pump operated as intended. Evaluation of the submitted lvad event and periodic log files showed the pump operating as intended. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. It was reported that the hm3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. Abbott labeling lists the hm3 for approved use as an lvad. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.